Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) visually observed the blade protector was damaged and bent. The product will be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician ( srt) reported that during routine testing of the device at the service center, the sternal saw blade protector was bent. There was no patient involvement.